Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.